Event description:
It was reported that the user experienced an insulin occlusion with an infusion set (contact detach) after a recent complete supply change; the user observed drops during ¿fill tubing only¿ and noted supplies appeared normal, and the issue resolved only after changing supplies. Symptoms included interruption of insulin delivery consistent with occlusion. Outcomes included no reported injury, no hospitalization, and user education and troubleshooting completed. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed an occlusion associated with the infusion set and tubing, with function restored after replacement, consistent with prior known occurrences of infusion line blockage. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or tubing occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.